Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012 , the patient presented with pre-op diagnosis of left anterior retroperitoneal exposure of l4-l5 and l5-s1 for 2-level anterior lumbar interbody fusion, spinal instability status post lumbar decompression. Patient underwent following procedures: partial corpectomy, l5, for decompression of l5-s1. Anterior lumbar interbody fusion, l4-l5 and l5-s1. Placement of machined intervertebral spacer (peek cage plate) 13-mm height, 8-degree lordotic l4-l5; 15-mm height, 15-degree lordosis, l5-s1. Anterior lumbar fixation using anterior plate with 20-mm variable-angle screws. Per op-notes, ¿..a 13-mm height 8-degree lordotic peek cage using a small footprint from the plate system was utilized with screws utilizing titanium plate with ¿ the disk space was distracted to a 15 mm height cartilaginous endplates were denuded to bleeding bone. A 150 mm height, 15-degree lordotic peek c age was packed with bone morphogenic protein and counter sunk into the disk space..¿ on (B)(6) 2012, the patient was discharged from hospital . Patient alleges unspecified injury due to the use of rhbmp-2.